Event description:
It was reported that the patient experienced an infection, leading to back pain and pain on the left side by the ribs. It was noted that the patient recently had a pump device removed. The patient indicated that therapy was not working as expected, and she was blind and needed special equipment to learn programming. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received indicated that the patient was not adequately trained on using their neurostimulator and had not turned her stimulation on at the time of reporting. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3777-60, serial# (B)(4), implanted: 2011-(B)(6), explanted: na, lead model 3777-60, serial# (B)(4), implanted: 2011-(B)(6), explanted: na, programmer model 37743, serial# (B)(4). The initial MDR was filed as MFR report # 3007566237-2011-09124. Additional review indicated the correct manufacturing site was site # (B)(4).

Event description:
Additional information received reported that the patient's infection was unrelated to the spinal cord stimulator or pump device. The patient was doing much better, and it was believed that the infection had been resolved.